Event description:
Ous MDR - after an implantation time of 39 months, this system was explanted due to 4 inappropriate detections and charge procedures. The artifacts could not be reproduced in provocation tests. No worsening of the patient's state of health was reported. Lexos dr-t, (B)(4), MDR: 1028232-2010-01988.

Manufacturer narrative:
Ous MDR - within the scope of the analysis of the lead, wear on the insulation was found due to abrasion. This type of damage can most probably be considered as the cause for the hospital's complaint. The assessed damage assumes extreme mechanical stress on the lead for a longer time period. The position and characteristics of the abrasion suggest extensive mechanical stress near the valve. X-ray images or diagnostic images of a different kind, which could inform about the position of the implanted system in the patient's body, were not available for analysis. The deformation of the internal shock coils and the cuts on the insulation are probably due to the explanation procedure. No manufacturing or material defect could be detected neither on the lead nor on the ICD during the analysis.